Event description:
It was reported that the pta balloon ruptured around the circumference and was difficult to retract through the sheath. A larger incision had to be made at the access site to retract the balloon. The procedure was successfully completed and the access site was sutured. No patient injury was reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation in one piece as the inner lumen remained intact. A complete circumferential rupture was observed 3.3cm from the balloon to shaft bond. The inner lumen was stretched, likely indicating that excessive force was used during retraction. The distal portion of the balloon was bunched up towards the distal tip and the sheath was examined and the distal edge of the sheath was slightly jagged and flared, which likely indicates retraction issues. An attempt was made to retract the balloon from the sheath; however, this was unsuccessful as the bunched distal portion of the balloon prevented this. The investigation is confirmed for sheath retraction issues and a complete circumferential rupture. It is likely the rupture caused the balloon to bunch distally as it was being withdrawn from the sheath, resulting in the reported retraction issues. The definitive root cause for the balloon rupture could not be determined.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information and date of event, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.